Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported a patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused a failed retrieval attempt. The superior end of the inferior vena cava (ivc) filter is located with the superior end at the mid l2 vertebral body (contains a hook) and the inferior end is at the l3-l4 interspace. The ivc filter is tilted anteriorly at the superior end and contacts the ivc wall. The filter is tilted posteriorly at the inferior end and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 7mm. Two anterior struts perforate 4mm and 7mm and contacts the bowel. One medial strut perforates the ivc wall 6mm and contacts the aorta. Two posterior struts perforate 4mm and 5mm and one lateral perforates 5mm resides within the soft tissues. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult and has been shown to lead to explant problems in as little as 12 days. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to a failed retrieval attempt. The superior end of the ivc filter is located with the superior end at the mid l2 vertebral body (contains a hook) and the inferior end is at the l3-l4 interspace. The ivc filter is tilted anteriorly at the superior end and contacts the ivc wall. The filter is tilted posteriorly at the inferior end and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 7mm. Two anterior struts perforate the ivc wall 4mm and 7mm and contacts the bowel. One medial strut perforates the ivc wall 6mm and contacts the aorta. Two posterior struts perforate the ivc wall 4mm and 5mm and resides within the soft tissues. One lateral strut perforates the ivc wall 5mm and resides within the soft tissues. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
Additional information received per the medical records indicate that the patient has a history of depression. The indication for the filter placement was pre-surgical for take down of a colostomy in a patient with chronic deep vein thrombosis (dvt) of the left lower extremity. The filter was implanted via the patient's right common femoral vein. A pre-deployment venocavogram showed a normal caliber inferior vena cava (ivc) without evidence of intraluminal thrombus. The filter was deployed under fluoroscopy just below the renal veins. There were no complications, the patient was scheduled for surgery the following day. Twelve days post implant a percutaneous attempt was made to remove the filter. The progress notes indicated normal ivc gram with no clot in the filter. The filter hook is embedded in wall of the ivc, unable to place snare around hook despite numerous attempts with several snares. Procedure abandoned, discussed with patient and husband, no significant risk leaving filter in place. The patient was discharged the following day. Approximately nine years and five months post implant a computed tomography (CT) scan of the abdomen and pelvis was performed. The original scan results were not provided. The reformatted images were submitted for review approximately four years and seven months after the scan was performed. Results of that reading noted an infrarenal ivc filter tilted and all struts perforating through the ivc with multiple struts extending up to 7mm. Additional information received per the patient profile form (ppf) states that the patient become aware of perforation of filter struts outside the inferior vena cava and into organs, tilt and unable to be retrieved approximately fourteen years post implant. The patient underwent an unsuccessful percutaneous retrieval attempt twelve days post implant. The patient also reported everyday worry due to the device.

Manufacturer narrative:
As reported a patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused a failed retrieval attempt. The inferior vena cava (ivc) filter is tilted anteriorly at the superior end and is tilted posteriorly at the inferior end and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 7mm. Two anterior struts perforate 4mm and 7mm and contacts the bowel. One medial strut perforates the ivc wall 6mm and contacts the aorta. Two posterior struts perforate 4mm and 5mm and one lateral perforates 5mm resides within the soft tissues. The patient reported becoming aware of the events approximately fourteen years post implant. The patient underwent an unsuccessful percutaneous retrieval attempt twelve days post implant. The patient also reported anxiety related to the filter. According to the medical records the patient had a history of depression and chronic deep vein thrombosis of the left lower extremity. The indication for the filter implant was prophylactically prior to surgery for a colostomy take down. The filter was placed via the right common femoral vein and deployed under fluoroscopy just below the renal veins. There were no complications, the patient was scheduled for surgery the following day. Twelve days post implant a percutaneous attempt was made to remove the filter. The progress notes indicated normal ivc gram with no clot in the filter. The filter hook is embedded in wall of the ivc, unable to place snare around hook despite numerous attempts with several snares. Procedure abandoned, discussed with patient and husband, no significant risk leaving filter in place. The patient was discharged the following day. Approximately nine years and five months post implant a computed tomography (CT) scan of the abdomen and pelvis was performed. The original scan results were not provided. The reformatted images were submitted for review approximately four years and seven months after the scan was performed. Results of that reading noted an infrarenal ivc filter tilted and all struts perforating through the ivc with multiple struts extending up to 7mm. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult and has been shown to lead to explant problems in as little as 12 days. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues and comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.